Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-12043 & 1627487-2018-12044. It was reported the patient had not used the scs system in a long time. X-ray images showed one of the patient's scs leads had migrated out of the epidural and the other lead pulled out of the ipg header. Consequently, the patient's scs system was removed.